Event description:
It was reported that the device was explanted and replaced due to elective replacement indicator (eri). The device was returned to the manufacturer, analyzed, and subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires. Concomitant products: 5024m implantable pacing lead - unknown; 30502701 implantable tissue valve - (B)(6) 2003. (B)(4).